Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. This 2.25x32mm promus element stent delivery system was selected; however, before insertion into the patient the physician found that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. This 2.25x32mm promus element stent delivery system was selected; however, before insertion into the patient the physician found that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed slight kinking of the hypotube at various intervals along its length. Further examination of the device found the stent was also damaged at its proximal edge, a number of struts were bent back distally. This type of damage is consistent with some from of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).